Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, after the implantation, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Additional information to blocks a2: date of birth, a4: weight, b2: outcomes attrib to adv event, b5, b7, d4: lot number, e1: initial reporter city, e1: physicians, and h6: patient codes. Block b3 date of event: date of event was approximated to (B)(6), 2018, the implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). Phone number: (B)(6). Dr. (B)(6). Phone no.: (B)(6). Fax no.: (B)(6). (B)(6). Block h6: patient codes e1310, e1309, e2328, e2114, e2330, e1906, e0506, e1302, e0505, e2401, and e1311 capture the reportable events of infection, urinary tract, urinary retention, outflow obstruction, a tear in urethra, pain, yeast infection in the vulva and vagina, bleeding, red orange-tinged urine, hematoma, diverticulosis, acute diverticulitis, and bladder disorder, respectively. Impact codes f19, f2303, f08, and f22 capture the reportable events of revision of sling sub-urethral, cystoscopy repair of urethrotomy, myrbetriq, detrol la 10mg, antibiotics, oxybutynin, hospitalization, voiding trial, retrograde bladder fill, vaginal examination, and pelvic floor physical therapy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a transvaginal tape/ advantage fit procedure performed on (B)(6) 2018 to treat stress urinary incontinence (sui). On (B)(6) 2018, the patient had a post operation visit and stated that she had a feeling of bladder pressure, discomfort, and spasms just prior to seeing urine drain into the leg bag after the procedure. However, the patient did not have any visualized bleeding, or long periods without urine production. Also, myrbetriq was stopped the week prior to procedure. During the assessment, the patient had mentioned that she had urinary tract infection (uti), mixed urinary incontinence, stress incontinence, and candidiasis of vulva and vagina. On (B)(6) 2018, the physician had called the patient regarding her voiding. The patient still had only small voids and on self-catheterization but with less than 400cc when in catheter. She was only on catheter twice due to spontaneous leaking. The physician had discussed with the patient that if she can self-catheterize, this should delay the cutting of the sling. Moreover, this could be due to swelling/hematoma. As per the physician's recommendation, the patient had started with detrol to prevent diabetes insipidus (di), and to continue with monitoring. On (B)(6) 2018, the patient who presented for a post operation visit. She had a follow-up after the bladder sling procedure, and still the patient still had problems with urinating. She had not voided on her own and had leakage "gushes" periodically throughout the day. The patient felt better if she self-catheterized. Moreover, she stated that even with self-catheterization, she could feel spasm which stopped her urine flow. The patient would self-catheterize 2-3 times a day, mostly with a 250cc, and on 1 occasion with a 600cc. During the physical examination, it was noted that there was some redness and irritation on the external genitalia. Furthermore, the physician and the patient have discussed the need to cut or revise the sling. The patient was no longer leaking with coughing, sneezing, or bending. The physician explained that this may recur if sling was cut. Also, the physician discussed with patient that she had di symptoms and will most likely need to continue anticholinergics postop. Moreover, the risk of injury to bladder, urethra, infection and etc. Were discussed to the patient, and she understood the risk and consented to sling revision. On (B)(6) 2018, the patient mentioned that she experienced intractable pain, uti, urinary incontinence, bladder spasms, yeast infection involving the vagina and surrounding area, diverticulosis, acute diverticulitis, and had history of sub-urethral sling procedure. Prior evaluation, urodynamic testing and voiding diary was included. She experienced leaking when squatting or jumping at the gym. Treatment had included myrbetriq due to mixed incontinence, and wanted to check if how much improvement she had just from the medications taken. The patient failed multiple voiding trial and then was taught to self-catheterization. She had experienced significant urge incontinence and was placed on detrol la 10mg daily which was helped a little. The patient still had not had a spontaneous void and her urine only dribbles out. Moreover, the physician and the patient had discussed about her urinary retention status post retropubic sling, wherein the patient's sling had to be released as most likely this had caused an outflow obstruction. It was also explained to patient that sui may recur, and she had to continue taking detrol la as urge incontinence was present post operation. On (B)(6) 2018, the patient had underwent a revision of sling sub-urethral and cystoscopy repair of urethrotomy. During the procedure, the patient was already under anesthesia, and the sling had been transected. At that time, it was noted that there was a gush of fluid from the urethra and inspection revealed an opening in the urethra, this was then visualized by placing a self-retaining retractor to hold the sub-urethral incision open. It was felt that this could be closed in several layers transversely to help prevent narrowing of the urethra as the patient was already suffering from urinary retention. A deep layer of 2-0 vicryl was then used, and this first layer covered the urethra anatomy. A second layer over the anatomy was placed to reduce tension on the suture line and that also resulted in achieving hemostasis as the bed of the dissection was bleeding. At this time, the foley catheter was removed, and cystoscopy was performed with findings of evidence of a problem in the posterior urethra near the meatus but otherwise normal cystoscopy. The patient was then discharged home with a catheter in place for at least 10 days on prophylactic antibiotic, and will visit the office in about 10 days for retrograde bladder fill. On (B)(6) 2018, the patient had a consultation regarding her uti and bladder sling complication. This was noted to be improving but still having bladder spasms/pain. So a topical lidocaine jelly was placed for her incision/labial/urethral opening for discomfort, and cefepime was continued. During her last surgery on (B)(6), 2018, a small tear was noted and the urogynecologist was called in to assist. The patient was to have foley catheter in for 10 days to allow urethra to heal. On wednesday, she was having pain and was leaking from the catheter and was seen by the physician in the office. The catheter was then adjusted and pain was relieved. Moreover, pain/spasms returned on thursday night, and the patient returned to the office and was seen by the physician on friday morning for complaints of feeling like the foley bulb was coming out. So, the foley balloon was deflated, re-advanced, and re-inserted and the patient stated that she felt better, however, pain returned again with foley leaking on saturday morning and the patient went back again in the hospital for evaluation. Reportedly, the patient had been in constant phone communication with the physician throughout this time. Additionally, as per patient's' physical examination this time, it was noted that her abdomen was soft, tender to palpate, and pain was increasing intermittently with spasms, however, tolerable with pain medications. Also, it was observed that her foley catheter drainage was noted to have a clear, red orange-tinged urine. On (B)(6) 2018, the patient presented problems related to bladder spasm, and uti secondary to a history of urinary retention requiring catheterization prior to sling revision which required hospitalization and placement of a larger catheter because of leaking around the foley catheter. The patient presented for retrograde bladder fill and a voiding trial. She was still on antibiotic, and still on oxybutynin. In addition, the catheter had drained well, and overall, she felt better but sore. Approximately 325cc was instilled into the patient's bladder, and she was able to void most of the fluid that was instilled so no catheter was required. The patient was ordered to stopped oxybutynin, and will follow-up with her gynecologist in approximately 2 days for a vaginal examination. On (B)(6), 2018, she had a follow-up visit and stated that she felt to have the need to urinate, and it started to happen and she could not hold back. She goes to the toilet frequently to avoid leaking but needs to wear pads. She was trying her own pelvic floor muscle exercises, however, she really was not identifying those muscles or can squeeze them at all. She had no leakage with coughing and sneezing. She had never tried pelvic floor physical therapy, and now she is going to try pelvic pt. As per her review of genitourinary system, she was positive for urgency, bladder incontinence and pelvic pressure. On (B)(6) 2018, the patient stated that she had experienced stress incontinence, muscle weakness (generalized), other injury of unspecified urinary and pelvic organ, and bladder disorder. She recently had followed up with the physician, and upon examination, she was told that she had no contraction of pelvic floor muscle and was then referred to a pelvic floor physical therapist. On (B)(6) 2021, the patient had an appointment for annual examination and she still had continuous leaking of urine and pelvic pain. She was in for gynecologic exam with no abnormal findings. Furthermore, she was for screening for malignant neoplasm of breast and for human papillomavirus (hpv). The patient underwent imaging: mammogram, screening bilateral with 3d tomography and pap smear for hpv. On (B)(6) 2021, the patient had an office visit for her mixed stress and urge incontinence, and urinary pain. She stated that she still had incontinence with large volume of leakage in which she needed to wear pad all the time. Also, running water would trigger her urgency and uti, and she would leak upon reaching the toilet as well as when she's coughing, sneezing, and exercising.

Manufacturer narrative:
Additional information to block b5. Correction to block b5 and h6: patient codes. Block b3 date of event: date of event was approximated to (B)(6) 2018, the implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(6). (B)(6). Block h6: patient codes e1310, e1309, e2328, e2114, e1715, e2330, e1405, e1906, e0506, e0505, e1302, e2401, and e1311 capture the reportable events of infection, urinary tract, urinary retention, outflow obstruction, a tear in urethra, scar tissue, pain, dyspareunia, yeast infection in the vulva and vagina, bleeding, hematoma, red orange-tinged urine, diverticulosis, acute diverticulitis, and bladder disorder, respectively. Impact codes f19, f2303, f08, and f22 capture the reportable events of revision of sling sub-urethral, cystoscopy repair of urethrotomy, myrbetriq, detrol la 10mg, antibiotics, oxybutynin, hospitalization, voiding trial, retrograde bladder fill, vaginal examination, and pelvic floor physical therapy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a transvaginal tape/ advantage fit procedure performed on (B)(6), 2018 to treat stress urinary incontinence (sui). Relevant medical and surgical history included diverticulitis requiring hospitalization in (B)(6) 2014 for one week and readmission in (B)(6) 2014 for one month which included exploratory laparoscopy of abdomen. On (B)(6), 2018, the patient had a post operation visit and stated that she had a feeling of bladder pressure, discomfort, and spasms just prior to seeing urine drain into the leg bag after the procedure. However, the patient did not have any visualized bleeding, or long periods without urine production. Also, myrbetriq was stopped the week prior to procedure. During the assessment, the patient had mentioned that she had urinary tract infection (uti), mixed urinary incontinence, stress incontinence, and candidiasis of vulva and vagina. On (B)(6), 2018, the physician had called the patient regarding her voiding. The patient still had only small voids and on self-catheterization but with less than 400cc when in catheter. She was only on catheter twice due to spontaneous leaking. The physician had discussed with the patient that if she can self-catheterize, this should delay the cutting of the sling. Moreover, this could be due to swelling/hematoma. As per the physician's recommendation, the patient had started with detrol to prevent diabetes insipidus (di), and to continue with monitoring. On (B)(6), 2018, the patient had a follow-up post operation visit. The patient stated that she had a feeling that she has to go to the bathroom, however, she only had drips of urine. She also had mentioned that she had self-catheterized only twice with moderate amount of urine but was not able to measure as it spilled out of the catheter. The patient had some leaking, and tried to urinate in toilet however, she got very tense and was unable to go anymore. Reportedly, she admitted that she had very limited fluid intake. During physical examination, the patient's urethra was not swelling and had no irritation anymore. On (B)(6), 2018, the patient who presented for a post operation visit. She had a follow-up after the bladder sling procedure, and still the patient still had problems with urinating. She had not voided on her own and had leakage "gushes" periodically throughout the day. The patient felt better if she self-catheterized. Moreover, she stated that even with self-catheterization, she could feel spasm which stopped her urine flow. The patient would self-catheterize 2-3 times a day, mostly with a 250cc, and on 1 occasion with a 600cc. During the physical examination, it was noted that there was some redness and irritation on the external genitalia. The urethral dilator easily passed into urethra without evidence of obstruction. Furthermore, the physician and the patient have discussed the need to cut or revise the sling. The patient was no longer leaking with coughing, sneezing, or bending. The physician explained that this may recur if sling was cut. Also, the physician discussed with patient that she had di symptoms and will most likely need to continue anticholinergics postop. Moreover, the risk of injury to bladder, urethra, infection and etc. Were discussed to the patient, and she understood the risk and consented to sling revision. On (B)(6), 2018, the patient mentioned that she experienced intractable pain, uti, urinary incontinence, bladder spasms, yeast infection involving the vagina and surrounding area, diverticulosis, acute diverticulitis, and had history of sub-urethral sling procedure. Prior evaluation, urodynamic testing and voiding diary was included. She experienced leaking when squatting or jumping at the gym. Treatment had included myrbetriq due to mixed incontinence, and wanted to check if how much improvement she had just from the medications taken. The patient failed multiple voiding trial and then was taught to self-catheterization. She had experienced significant urge incontinence and was placed on detrol la 10mg daily which was helped a little. The patient still had not had a spontaneous void and her urine only dribbles out. Moreover, the physician and the patient had discussed about her urinary retention status post retropubic sling, wherein the patient's sling had to be released as most likely this had caused an outflow obstruction. It was also explained to patient that sui may recur, and she had to continue taking detrol la as urge incontinence was present post operation. On (B)(6) 2018, the patient had underwent a revision of sling sub-urethral and cystoscopy repair of urethrotomy. During the procedure, the patient was already under anesthesia, and the sling had been transected. At that time, it was noted that there was a gush of fluid from the urethra and inspection revealed an opening in the urethra, this was then visualized by placing a self-retaining retractor to hold the sub-urethral incision open. It was felt that this could be closed in several layers transversely to help prevent narrowing of the urethra as the patient was already suffering from urinary retention. A deep layer of 2-0 vicryl was then used, and this first layer covered the urethra anatomy. A second layer over the anatomy was placed to reduce tension on the suture line and that also resulted in achieving hemostasis as the bed of the dissection was bleeding. At this time, the foley catheter was removed, and cystoscopy was performed with findings of evidence of a problem in the posterior urethra near the meatus but otherwise normal cystoscopy. The patient was then discharged home with a catheter in place for at least 10 days on prophylactic antibiotic, and will visit the office in about 10 days for retrograde bladder fill. On (B)(6), 2018, the patient had a consultation regarding her uti and bladder sling complication. This was noted to be improving but still having bladder spasms/pain. So a topical lidocaine jelly was placed for her incision/labial/urethral opening for discomfort, and cefepime was continued. During her last surgery on (B)(6) 2018, a small tear was noted and the urogynecologist was called in to assist. The patient was to have foley catheter in for 10 days to allow urethra to heal. On wednesday, she was having pain and was leaking from the catheter and was seen by the physician in the office. The catheter was then adjusted and pain was relieved. Moreover, pain/spasms returned on thursday night, and the patient returned to the office and was seen by the physician on friday morning for complaints of feeling like the foley bulb was coming out. So, the foley balloon was deflated, re-advanced, and re-inserted and the patient stated that she felt better, however, pain returned again with foley leaking on saturday morning and the patient went back again in the hospital for evaluation. Reportedly, the patient had been in constant phone communication with the physician throughout this time. Additionally, as per patient's physical examination this time, it was noted that her abdomen was soft, tender to palpate, and pain was increasing intermittently with spasms, however, tolerable with pain medications. Also, it was observed that her foley catheter drainage was noted to have a clear, red orange-tinged urine. On (B)(6), 2018, the patient presented problems related to bladder spasm, and uti secondary to a history of urinary retention requiring catheterization prior to sling revision which required hospitalization and placement of a larger catheter because of leaking around the foley catheter. The patient presented for retrograde bladder fill and a voiding trial. She was still on antibiotic, and still on oxybutynin. In addition, the catheter had drained well, and overall, she felt better but sore. Approximately 325cc was instilled into the patient's bladder, and she was able to void most of the fluid that was instilled so no catheter was required. The patient was ordered to stopped oxybutynin, and will follow-up with her gynecologist in approximately 2 days for a vaginal examination. On (B)(6) 2018, the patient had a follow-up visit, and stated that she experienced mild urge incontinence but no stress incontinence. Also, she can now void easily without the catheter, and she denied pain. During physical examination on the patient's urethral meatus, the sutures were intact and were healing well. Reportedly, the patient was progressing well, and discussed with her physician the possibility of switching or tweaking her medications if urgency symptoms will worsen. Otherwise, the patient could get a flu in 2 weeks. On (B)(6) 2018, she had a follow-up visit and stated that she felt to have the need to urinate, and it started to happen and she could not hold back. She goes to the toilet frequently to avoid leaking but needs to wear pads. She was trying her own pelvic floor muscle exercises, however, she really was not identifying those muscles or can squeeze them at all. She had no leakage with coughing and sneezing. She had never tried pelvic floor physical therapy, and now she is going to try pelvic pt. As per her review of genitourinary system, she was positive for urgency, bladder incontinence and pelvic pressure. On (B)(6) 2018, the patient stated that she had experienced stress incontinence, muscle weakness (generalized), other injury of unspecified urinary and pelvic organ, and bladder disorder. She recently had followed up with the physician, and upon examination, she was told that she had no contraction of pelvic floor muscle and was then referred to a pelvic floor physical therapist. On (B)(6) 2021, the patient had an appointment for annual examination and she still had continuous leaking of urine, pelvic pain, dyspareunia (unable to have intercourse due to urethral pain), and bilateral pelvic spasm. She was in for gynecologic exam with no abnormal findings. The patient was referred to a urogynecologist for a second opinion regarding complications from sling procedure. Pelvic and transvaginal ultrasound were also planned to rule out alternate causes of pelvic pain apart from the urethral issues. On (B)(6) 2021, the patient had an office visit for a second opinion for her mixed stress and urge incontinence, and urinary pain. The patient stated she had been referred for pt without improvement. She stated that she still had incontinence with large volume of leakage in which she needed to wear pad all the time. Also, running water would trigger her urgency, and she would leak upon reaching the toilet as well as when she's coughing, sneezing, and exercising. She also reported incomplete emptying in which she was feel empty but often is still dribbling as she leaves the toilet. Her last uti was in (B)(6) 2021, and she deferred intervention for some time and required admission for 1 week. The patient noted that it can be difficult for her to differentiate diverticulosis from uti symptoms. Exam revealed that the urethra was non-tender without a mass and without mesh erosion or exposure, but scar tissue could be appreciated under the urethra consistent with the patient's surgical history. The impression was urinary incontinence, urgency, frequency, and nocturia. The patient described symptoms of mui (mixed urge incontinence) as well as oab (overactive bladder). Treatment options for oab/uui were reviewed, including behavioral modifications, pelvic floor physical therapy, medication, botox and neuromodulation with either outpatient posterior tibial nerve stimulation (ptns) or surgical implantation of an interstim device. Treatment options for stress urinary incontinence were reviewed with the patient including pelvic floor physical therapy, incontinence pessary and surgical with midurethral sling. Given her complex history with sling, lysis and injury, the plan was to start with a full characterization of her bladder with uds (urodynamic studies) and cystoscopy. Urinalysis and culture were also submitted.